Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any alleged deficiency with the device as a contributing factor as mentioned in the event description? For example, was the suture broken during the procedure? No further information is available. Could you please provide the lot number? No further information is available. Event date? No further information is available. No further information will be provided. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an intracavitary anastomosis procedure on an unknown date and barbed suture was used. During the procedure, when using for two-layer suture of common hole, when the second layer was being sutured, the surgeon felt that the first layer came off slightly. It was completed by tying the end of the second layer with the end of the first layer. No adverse patient consequences were reported. Additional information was requested.